Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver prompts to enter the time and date every time the center button is pressed. No data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. The receiver has been received for evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and confirmed the complaint. Receiver functional tester: passed all relevant testing. The reported event was confirmed via log review. A probable cause could not be determined via product.